Event description:
It was reported that the patients skin at the pocket site has become thin wherein the ipg was showing.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
D6b: explant date: end of september.

Event description:
It was reported that the patients skin at the pocket site has become thin where the ipg was showing. Additional information was received that the patient underwent an explant procedure and the explanted device was retained by the medical facility and will not be returned.